Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l5-s levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical interpretation: lateral x-ray of transforaminal lumbar interbody fusion (tlif) done at l5/s1. Irregularity of endplates as expected with bridging bone spanning disc space. No complications evident. Therefore, not reportable or noted on sagittal CT reconstruction. Typical remodeling of endplates at fusion level with bridging bone verifying successful fusion.